Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient call that on (B)(6) 2018, the patient underwent 2 level discectomy, 1 level laminectomy and fusion at l3-s1. Post-op, the patient experienced pain in leg and back; and also had difficulty sleeping. Allegedly, the patient's vertebrae did not fuse as well. The patient underwent MRI on (B)(6) 2018 due to back pain. Impression: overall satisfactory appearing postsurgical changes related to fusion of l3-4, l4-5, and l5-s1; however left lateral recess narrowing resulting in left s1 nerve root impingement at the l5-s1 level cannot be ruled out. The patient underwent myelogram of lumbar spine on (B)(6) 2018 due to back pain. Impression: 1. Postsurgical changes related to fusion of l3-4 through l5-s1. There is probable fusion of the right facets at l3-4. There is otherwise no indication of fusion as of yet. There is loosening of the right s1 screw and a fracture of the left s1 screw. 2. The possible lateral recess compromise at l5-s1 noted on the prior MRI appears to have been artifactual. Hence, on (B)(6) 2019, the patient underwent a revision surgery in which the hardware was removed and replaced. Patient condition is now reported to be healing.